Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. Further testing could not be performed due to the alarm. The device passed the self test. No missing segments or partial display noted. The unit was received with cracked reservoir tube lip, scratched screen, cracked battery tube threads, scratched case and keypad overlay.

Event description:
The customer reported that the device did not alarm when the tubing was kinked. The caller experienced high blood glucose for the past three days. The blood glucose reading was 479mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. The customer mentioned that the device has a small scratch, missing segments, and black screen. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.